Manufacturer narrative:
Customer reports that the insulin pump had started working the next day and wants to return the replacement pump that was issued.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump froze, she removed and reinserted the battery and received a battery put limit alarm which could not be cleared because the buttons were not responding. Customer stated this has happened multiple times. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.